Event description:
The customer stated that he was splashed in the eyes while performing a waste concentration tank cleaning procedure on the architect c8000 analyzer. An external waste pump was attached to the analyzer which sends the waste to an external waste drain. The splash occurred when the customer was attempting to reseat the inlet quick connect for the waste drain tubing from the back of the c8000 analyzer. The customer was wearing a lab coat and gloves but no eye protection. The customer sought medical attention for the splash. Antibiotic eyewash and eye drops were received. The customer experienced burning in the eyes and was unable to wear contact lenses. Two days of sick leave was taken to rest the eyes.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Review of quality metrics identified no adverse trends for the architect external waste pump (part number 09d61-03). The architect system operations manual and the external waste pump instruction manual provide the operator adequate information regarding replacement and operation of the external waste pump and safety hazards to include wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. The customer was wearing a gown and gloves but was not wearing protective eye wear. Based on the results of this investigation, there is no indication of a malfunction or deficiency of the external waste pump.